Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer had also received a lost sensor alert. The customer's blood glucose level was 42 mg/dl. The customer stated she changed her set, went to sleep, and slept through the low. The paramedics took the customer to the hospital and her reading went up to 170 mg/dl. The customer declined to troubleshoot. The customer stated she would monitor her readings and insulin pump. Nothing was replaced or returned for analysis.